Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device broke inside the patient. The procedure was completed with another navigator hd access sheath. There were no serious injury or adverse patient effects reported as a result of this event.